Manufacturer narrative:
On 11/11/2016, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the site's robotics coordinator: she was present during the unrecorded surgical procedure. The robotics coordinator did not know if the fenestrated bipolar forceps were inspected prior to use. However, she stated that the surgical tech typically inspects the instruments prior to use. According to the robotics coordinator, the surgeon was able to use the first fenestrated bipolar forceps instrument for a few minutes before it allegedly stopped worked. After the event occurred, the surgical staff uninstalled the instrument and noticed that a metal part of the jaws was exposed. The surgical staff concluded that a fragment from the instrument had broken off. However, the surgical staff did not know if the missing fragment actually fell off inside the patient. The surgical staff then installed a replacement fenestrated bipolar forceps instrument that allegedly did not work at all. After uninstalling the second fenestrated bipolar forceps instrument, the surgical staff reportedly noticed that the instrument was also missing a fragment on the distal end. The surgical staff then installed a third instrument which the robotics coordinator believed was a third fenestrated bipolar forceps instrument. The surgical procedure was completed with no reported post-operative complications. As of the date of this report, the fenestrated bipolar forceps instruments involved with this complaint have not been returned to isi for evaluation. Refer to MDR report with patient identifier 700274023 for information regarding the other fenestrated bipolar forceps (lot n11160527-0104) instrument involved with the reported event that also had a missing fragment. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff noticed that a fragment from the distal end of the fenestrated bipolar forceps instrument was missing. However, the root cause of the customer reported failure mode is unknown. At this time, the location of the missing instrument fragment is still unknown. It is also still unknown if the missing instrument actually fell inside the patient and was retained.

Manufacturer narrative:
The two fenestrated bipolar forceps instruments involved with the reported event have not been returned for evaluation; therefore, the root causes of the customer reported failure modes cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The site provided a single photograph of the distal ends of both fenestrated bipolar forceps instruments used during the surgical procedure. The photograph does not provide any identifying information between the two instruments in relation to lot 's. An analysis of the picture reveals that both instruments appear to have broken bipolar yaw pulleys at the interface with the grips. One of the instruments also appears to have a dislodged conductor wire. Based on internal testing, a possible cause of the instrument damages (i.e. Broken yaw pulleys) is overloading of the grips. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the fenestrated bipolar forceps instrument was used in 6 previous surgical procedures. No previous complaints involving the instrument were reported to isi prior to the event. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff noticed that a fragment from the distal end of the fenestrated bipolar forceps instrument was missing. However, the root cause of the customer reported failure mode is unknown. At this time, the location of the missing instrument fragment is unknown. It is also unknown if the missing instrument actually fell inside the patient and was retained. Refer to MDR report with patient identifier (B)(6) for information regarding the other fenestrated bipolar forceps (lot n11160527-0104) instrument involved with the reported event that also had a missing fragment.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the surgeon noticed that the tip of the fenestrated bipolar forceps instrument was wide open. According to the initial reporter, the surgical staff removed and inspected the instrument. The surgical staff noticed that a brown plastic piece from the instrument was missing. The surgical staff did not know the location of the missing instrument fragment. The surgical staff also did not know if the missing instrument fragment had fallen inside the patient. It was initially reported that an x-ray and scan of the patient's abdomen was to be performed. On 11/08/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr was not present during the surgical procedure. He also did not know if the surgical procedure was recorded on video. The csr reportedly spoke to the site's robotics coordinator and was informed that during the surgical procedure, a piece of the opaque insulation on the distal end of the instrument was found to be missing. The robotics coordinator indicated that the surgical staff replaced the instrument with another fenestrated bipolar forceps instrument. During the surgical procedure, the surgical staff noticed that the replacement instrument was also missing a fragment from the distal end of the device. According to the csr, the robotics coordinator did not know if the instrument fragments were already missing before each instrument was installed during the surgical procedure. The surgical procedure was completed with no reported post-operative complications.

Manufacturer narrative:
Additional information can be found in device available for evaluation, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Corrected data can be found in adverse event and/or product problem. Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that a fragment from the instrument was missing. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a piece measuring 0.104 x 0.065. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. Based on the device evaluation information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff noticed that a fragment from the distal end of the fenestrated bipolar forceps instrument was missing. At this time, the location of the missing instrument fragment is still unknown. It is also still unknown if the missing instrument actually fell inside the patient and was retained. However, the instrument was returned to isi, evaluated, and failure analysis determined that the likely cause of instrument damage was mishandling/misuse. Therefore, there is no indication that the instrument malfunctioned in a way that could contribute to an adverse event.